Manufacturer narrative:
Concomitant medical products: 383059, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a patient alert tone from their implanted device every four hours for an unknown reason. The cadence of alert is indicative of a lead integrity issue. The lead remains in use. No patient complications have been reported as a result of this event.